Manufacturer narrative:
Sample inspection: the source pump module was received with instrument seal broken. Ail sensor housing was observed broken on the right side. Internal inspection observed the air in line sensor broken on the top screw insert and the board was observed to be separated from its housing. No anomalies were observed with any of the electrical components or connections on the air in line board. No anomalies were observed with any of the mechanical or electrical components. Log analysis results: the pump module error log observed no errors or malfunctions on the reported event date. The pump module event log show that on (B)(6) 2021 at 10:03 am the user attempted to use the pump module but was unsuccessful. The module continuously alarmed for flow stop open (9 times) from 10:03 am to when it was channeled off at 10:06 am. Test results: functional testing and asm testing observed the device alarming for flow stop open and engaging the flow stop as required. Test methods: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 01/26/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customers reported pump showing ¿safety clamp open¿ when the clamp was closed appropriately was not determined, however it is believed that the door was not completely closed during initial set up. The customers reported pump showing ¿safety clamp open¿ was confirmed in the event logs. The pump module error log observed no errors or malfunctions on the reported event date. The pump module event log show that on (B)(6) 2021 at 10:03 am the user attempted to use the pump module but was unsuccessful because of continuous flow stop open alarms. Functional testing and asm testing observed the device alarming for flow stop open and engaging the flow stop required. Ail sensor housing was observed broken on the right side and is believed to be a contributing factor. The device was being used for treatment purposes.

Event description:
It was reported pump was showing "safety clamp open" when clamp closed appropriately; could not start any medication nor finish setup - pump would not register the IV line. Pump sequestered. No recall issues noted at time of event. Htm found air in line sensor needing replaced. There is no patient information.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided. The device has been received and an evaluation is pending.

Event description:
It was reported pump was showing "safety clamp open" when clamp closed appropriately; could not start any medication nor finish setup - pump would not register the IV line. Pump sequestered. No recall issues noted at time of event. Htm found air in line sensor needing replaced. There is no patient information.